Event description:
The reporter contacted animas on (B)(6) 2012 reporting that when changing out the cartridge, the pump load step pushed insulin out of the pump emitting a "no cartridge detected" warning. The reporter stated that the pump emitted a loss of prime and the pump was reprimed appropriately. The pump emitted a second loss of prime and the reporter changed the cartridge and the load cartridge step did not detect the cartridge. This report is made based on the allegation that the pump dispensed insulin during the load cartridge step.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that pump not primed and no cartridge detected warnings were observed in the black box. The rewind, load and prime steps were completed successfully. A force sensor calibration test confirmed that the sensor is detecting correct force at 5 pounds. The pump was opened and moisture damage was inside the pump including within the force sensor housing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).